Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported communication and subsequent cancelation could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During the procedure, the ensite system was operating properly until the cryoablation was completed; however, after rf energy was delivered for an atrial flutter using a tacticath catheter and the ampere generator, the ensite dws became disconnected from the amplifier and navigation could not be performed as the 3-d images disappeared. The power socket was changed and the ensite system was power cycled with no resolution. The resume study was unable to be opened. The planned treatment was unable to be completed. There were no adverse consequences to the patient.